Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection no issues related to the reported event were found. Error 40014 was verified. The unit was installed into a golden testing system and it powered on without errors or faults. The system was left idle for 30 minutes but still no errors were triggered. Instruments were removed and the system was power cycled and drove several times without any error or fault triggering. The event was confirmed based on error log review, but the issue was not able to be confirmed nor replicated based on the failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse verified an error 17. The system did not error during startup but triggered around 20 minutes after powering on. The error 17 was pointing towards multiple nodes: escp, msc, and sdch. The fse replaced the tower card cage board (ccc). The system was left on for 30 minutes and the error did not return. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system encountered a system restart message. Prior to calling, they power cycled the system with no change. An error 40014 was presented on the touchpad. The technical support engineer (tse) reviewed the logs and determined the underlying error was 31089 pointing to a communication problem with the endoscope controller (ec). The tse walked the caller through a hard power cycle and ensured all blue fiber cables were seated. The system powered on normally for a few minutes and then produced the same error. The customer elected to convert the procedure to laparoscopic to continue. They called back while undocking the system after aborting. The system was still in an error state and the system was undocked from all ports. They needed to get the robot away from the patient. The tse explained how to move the robot away from the patient in manual mode. They were able to safely move the robot away from the patient. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: there were no more ports added to the abdomen upon conversion from robot to laparoscopic. The patient tolerated the procedure well. There was no injury to the patient.